Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant results on three patient samples ((B)(6)) on a dimension vista 1500 instrument. The discordant results for sid (B)(6) had been reported to the physician(s); the discordant results for the other two samples had not been reported to the physician(s). The customer stated that the discordant results were obtained after an incident where the sample rack had jammed. During a review of the instrument files, it was discovered that patient samples and quality controls had been dispensed into aliquot wells that qc material had already been dispensed into. Patient samples tested for lactic acid (la), brain natriuretic peptide (bnp), c-reactive protein (crp), human chorionic gonadotropin (hcg), chloride (cl), potassium (k), sodium (na), urea nitrogen (bun), enzymatic creatinine (ecrea), glucose (glu), calcium (ca), aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alpi), phosphorous (phos), magnesium (mg), albumin (alb), total bilirubin (tbil), direct bilirubin (dbil), gamma glutamyltransferase (ggt), creatine kinase (cki), lipase (lipl), haptoglobin (hapt), and ammonia (amon) were affected. Quality controls for calcium were also affected and resulted out of range. The samples were repeated for some assays and the rerun results differed from the initial results. It is unknown which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples or calcium qc being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in (B)(4) 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in (B)(4) 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.